Event description:
The pump, an 8.1 cm piece of the proximal catheter, and the straight pump connector were returned to the manufacturer from an unk source. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The device system was used to deliver infumorph.

Manufacturer narrative:
(B) (4) catheter.